Event description:
Voluntary medwatch received states that right atrial lead exhibited unspecified over-sensing and under-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Mw5167844 is related to mw5167845.